Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. After upgrading the system software, exams can no longer be downloaded or pushed to the system. The "c-move error" was being triggered. The issue did not happen on the older navigation system. Troubleshooting included confirming the application entity (ae) title listed on the navigation system and picture archiving and communication systems (pacs) were still correct. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: a review of logs indicate that changing the digital intercommunication of medicine (dicom) settings corrected the issue. If information is provided in the future, a supplemental report will be issued.